Event description:
Hospital alleges that during a therapeutic plasma exchange a leak was noted at the junction of the flexible plastic tubing and the twin tube connector. Approximately 200 ml of blood and saline leaked onto the floor before being noticed.